Event description:
The user reported that, about 10 minutes after charging started, a noise and some smoke prompted him to check the charger. The user discovered that the charger overheated causing part of the plastics to melt. The melted bottom side of the charger left noticeable mark on the desk. This charger has an internal battery charged by 5-volt power supply. A definitive root cause for this event cannot be determined since the battery cell and hearing aid charger are completely destroyed/melted. The analysis of incident battery cell suggests that an electrical short circuit in battery itself likely initiated the thermal runaway event resulting in melting of hearing aid charger. However, there is no evidence of any systemic issues with batteries used in these hearing aid chargers and no reason to believe that the hearing aid chargers in use with customers are at any risk of resulting in a similar event as observed in the reported event.